Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional tests could not be completed due to this alarm. No motor encoder position error alarm could be verified as the history file was overwritten. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed for motor error. Blood glucose reading was 291 mg/dl. Explained and assisted with clearing the alarm. Reporter changed the tube and reservoir. Alarm persisted. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).